Manufacturer narrative:
Investigation summary: it was reported by the customer that they are having issues with the plunger rod moving in pre-filled flush syringes. The plunger rod was sticking and wouldn't move even when priming the syringe first. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0293985. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push and got stuck while priming. The following information was provided by the initial reporter: "radiology dept was having issues with plunger rod moving in pre-filled flush syringes. Plunger rod was sticking and wouldn't move even when "priming" the syringe first. They had to replace multiple ivs due to this issue."

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push and got stuck while priming. The following information was provided by the initial reporter: "radiology dept was having issues with plunger rod moving in pre-filled flush syringes. Plunger rod was sticking and wouldn't move even when "priming" the syringe first. They had to replace multiple ivs due to this issue.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/29/2021. H.6. Investigation: it was reported by the customer that they are having issues with the plunger rod moving in pre-filled flush syringes. The plunger rod was sticking and wouldn't move even when priming the syringe first. To aid in the investigation, two boxes of samples were received for evaluation by our quality team. One box is a sealed case with four hundred eighty units and the other box is bulk packaged syringes with about five hundred units. All the samples came in sealed packaging blisters. Sixty-four random samples were selected. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0293985. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.